Event description:
Provider states right upper support on the footrest is cracked. Provider states the end user is a quad and has a lot of tone and the end user is pushing down on the right footrest. Provider gave part number needed. No property damage or injury alleged. No further information provided.